Event description:
A doctor reported that there was a high ultrasound energy during surgery and two patients experienced a capsular rupture. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
Supplemental medical device report (smdr) #2, manufacturing report number (2028159-2015-06335) is being filed to correct initial MDR. The date was initially entered incorrectly. *incorrect date selected was 05/15/2015 and is being corrected to 05/13/2015. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).